Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1429603) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).

Event description:
The following information was reported: per the physician, the device pulled out of the sheath as if the balloon never inflated. The staff reported that the balloon ruptured as it was pulled back to the arteriotomy. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic vessel type: peripheral vessel size: 6 mm sheath size: 6f.